Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user, early in ilet use, unintentionally navigated to the fill tubing function while connected and observed drops of insulin, then was guided to disconnect, press and hold to complete the fill, and successfully reconnect. The user also sought education on insulin set expiration and low insulin alerts, with no active alerts and adequate insulin remaining at the time. No reported adverse clinical effects. Outcomes included no impact on health or need for medical intervention. Investigation included troubleshooting and user education regarding infusion set and cartridge management, alert meanings, and recommended follow-up with a healthcare professional for infusion change practices. Investigation of this case revealed normal device behavior with appropriate alert function and proper resolution through standard operating guidance, without device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and training needs.